Event description:
It was reported that the guidewire seems thicker than normal at the end. 11/19/2024 - the guidewire returned for evaluation had disjointed coils at the proximal end.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed but the root cause could not be determined. One 0.018 in. X 70 cm stainless steel guidewire was returned for evaluation. An initial visual observation showed little use residues throughout the returned guidewire. It was observed that the proximal end of the guidewire appeared disjointed. A microscopic observation revealed the weld tips of each end of the guidewire to be present. The proximal end of the guidewire was observed to have disjointed coils. Because the returned guidewire was found to have disjointed coils, the complaint of difficulty advancing the microintroducer over the guidewire is confirmed but the root cause could not be determined. Potential contributing factors include device manipulation prior to or during attempted use. This complaint will be recorded for future trending and monitoring purposes.